Event description:
It was reported that this insertable cardiac monitor (icm) reached the recommended replacement time (rrt) status after 5 months of implantation. Premature battery depletion was confirmed due to battery dropped irregularly. The icm was explanted, and it was returned to bsc. A new icm has been implanted. No adverse patient effects were reported.